Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was taken to the emergency room for suspected dka (not confirmed). Prior going to the hospital, the patient was treated with insulin through tandem tslim x2 pump. The patient's parent stated that the patient¿s normal range should be within 70-150 mg/dl and added that they got a reading of 127 mg/dl the night before the event. Before going to the emergency room, the parent said that the patient was having symptoms of dka. The patient then mentioned that she uses a tandem tslim x2 pump, but it was not working before she went to the emergency room. Before she went to the emergency room, her egv (estimate glucose value) was high at around 300 mg/dl and she was experiencing symptoms including nausea, vomiting, chills, no energy, no appetite, cold, and high ketones (testing was not specified). Before going the emergency room, they couldn¿t do a fingerstick to check the patient bg because they didn¿t have batteries for the meter. At the emergency room, the patient¿s bg were taken multiple times, but the patient and parent stated they weren¿t made aware of the values. Treatments and medications given at the emergency room included cat scan, chest xray, zofran (IV), tylenol (IV), and IV fluids for hydration. The patient was discharged the same day around 7pm with advice to replace her g7 sensor and insulin pump, take tylenol as needed for migraines, and follow up with her regular doctor. No prescription medications were given at discharge. The patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.